Event description:
The patient reported he developed a red, open area without drainage, approximately the size of a dime, underneath the wafer-portion of the device in the 11 o'clock position. The rash has persisted for approximately 5 months.

Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.